Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), coolflow pump ((B)(4)), and there were 2 stryker reprocessed devices: acunav and lasso. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the first transseptal, the patient's blood pressure dropped but echo did not confirm a pericardial effusion. The case continued. While adding a pci line, two steam pops were heard and there was no force data on the smart touch catheter, however, the physician elected to continue. After the case was completed, ice and echo confirmed a pericardial effusion. A pericardiocentesis was performed extracting 60 cc's of fluid from the pericardial space. The patient stabilized. It was noted that the physician was not sure if the effusion occurred during the steam pop or transseptal. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and screening test and catheter passed both. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was properly working. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade, which required pericardiocentesis. It was reported that during the first transseptal, the patient's blood pressure dropped but echo did not confirm a pericardial effusion. The case continued. While adding a percutaneous coronary intervention (pci) line, two steam pops were heard and there was no force data on the smarttouch catheter, however, the physician elected to continue. After the case was completed, ice and echo confirmed a pericardial effusion. The patient was not in distress from the fluid accumulation but it was drained regardless. A pericardiocentesis was performed extracting 60 cc's of fluid from the pericardial space. The patient stabilized and was watched overnight. It was noted that the physician was not sure if the effusion occurred during the steam pop or transseptal. The physician¿s opinion regarding the causality of adverse event was possible device-related and possible procedure-relate.